Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early and had unexpected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6940 implantable tachy lead: (B)(6) 2001. 6944 implantable tachy lead: (B)(6) 2001. (B)(4).